Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient's clarity and night vision was insufficient. The iol was exchanged for another monofocal lens. Clinical reason for explant mentioned as poor neuroadaptation. Additional information has been requested, received and stated there was no patient harm.

Manufacturer narrative:
The lens was returned placed into a small plastic tray holding a non-company unused cartridge, sealed inside a small pouch. Viscoelastic and dried blood was observed on the lens. One haptic was bent in the gusset area. The optic was cut into two portions, typical of damage created to remove a lens from the eye. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of "clarity and night vision is insufficient". The explanted lens was returned in two portions, typical of damage created to remove a lens from the eye. The questionnaire indicated that in the surgeon's opinion, the lens did cause or contribute to the event. The feedback explained that the patient cannot adapt to the technology of the company lens. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. A non-qualified viscoelastic was indicated. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: 2023-52249